Event description:
Device 1 of 3. Reference MFR reports: 1627487-2013-16250 and 16251. It was reported the pt lost stimulation coverage. Diagnostic testing revealed normal impedance readings. The pt reported his stimulation had not been working for 5 months, and he denied any falls or injuries. X-rays revealed one of the leads had migrated out of the epidural space. Surgical intervention will be undertaken to resolve the issue. As the affected leads are undetermined, all possible lots are being reported.

Manufacturer narrative:
Sjm had limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.